Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced decrease in blood pressure during post-procedure check. Echocardiogram revealed large effusion. Cardiac perforation was suspected. The patient was stabilized with pericardiocentesis. Upon interrogation, loss of capture and varied p-wave sensing amplitude were observed on the atrial lead. The patient was brought back to the clinic in the next day. Perforation was confirmed via fluoroscopy. The atrial lead was capped and replaced on (B)(6) 2021. The patient was recovering.